Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer torqvue 45x45 delivery sheath. Two hours after implant, it was confirmed via transthoracic echocardiogram that the amplatzer amulet occluder had embolized into the patient's left atrium. The 28mm amplatzer amulet occluder had been sized using 2d transesophageal echocardiography and fluoroscopy examination. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. The decision was made to surgically retrieve the embolized 28mm amplatzer amulet occluder in open heart surgery that same day. The patient was stable at the time of report.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolized into the patient's left atrium was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.